Manufacturer narrative:
Date of event: exact date unknown, event occurred least 18 months ago from the date the manufacturer became aware of the event. Explant date: least 18 months ago.

Event description:
It was reported that the patient underwent an explant procedure due to infection leading to sepsis. No further information has been obtained despite good faith efforts.